Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent 0.3420¿ proximal to the distal tip, just distal to electrode ring 3. Microscopic inspection of the distal shaft revealed a fracture between electrode rings 2 and 3, the internal components were not protruding through the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.